Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had six and a half years remaining longevity then after several months went down to three and a half years. Engineering analysis then indicated that the high rate atrial sensing was causing an increase in power consumption and the decrease in longevity. As of this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had six and a half years remaining longevity then after several months went down to three and a half years. Engineering analysis then indicated that the high rate atrial sensing was causing an increase in power consumption and the decrease in longevity. As of this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information indicates that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 99% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.